Event description:
On (B)(6) 2012 the reporter contacted animas to report a power issue with the reported insulin pump. The technical support representative contacted the patient to troubleshoot the pump; however, was unable to reach her by telephone. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.